Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified the weight the device within specification, wear abrasion, red particles in the shell, deformation and crease fold. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process the events of capsular contracture and bacterial infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii , "capsule atypical lymphoid, (B)(6), consistent with b cell", "initially the gram stain was (B)(6) and ater grew out (B)(6)".

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii , "capsule atypical lymphoid, (B)(6), consistent with b cell", "initially the gram stain was (B)(6) and ater grew out (B)(6)". The device has been explanted. The event of lymphoma is considered not device related.